Event description:
Patient was revised to address minimal poly wear and instability. It was noted that there was wear on the inside of the cup dome but that the liner was intact. Surgeon stated that the locking mechanism was not working properly. Update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address pain. Upon entering the hip metallosis in the surrounding soft tissue was encountered. The polyethylene was found to be worn and fractured. There was migration of the femoral head in relationship to the poly insert that was consistent with interval wear of the polyethylene. At this time the insert is being reported for wear. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).